Manufacturer narrative:
Event date corrected to (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure, a resolute integrity drug eluting stent was implanted in the rca. Approximately 26 months post procedure, a revascularization was carried out during which two integrity bare metal stents were implanted in the lcx. The following day, the patient suffered troponin elevation. Cec adjudicated event as a non-q-wave mi of non-target vessel. Cec also adjudicated stent thrombosis as non-event.